Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Block a1, a2, a3, a4, a5, a6 : patient information was not provided. Block b2: probable date of death on (B)(6) 2023 pending customer confirmation. Block d.4. Unique identifier: (B)(4). H3 other text : device evaluation anticipated, but not yet begun.

Event description:
Customer reported a patient died as a result of a serious ruptured aneurysm. They reported part of the delay in patient treatment was because they could not access a recent CT scan from an outside site. The clinician was able to view the patient's current scan on the CT scanning modality.

Manufacturer narrative:
No gehc product defect was identified. The investigation identified customer experienced several outages on same day as reported patient death. The primary root cause for the reported outage(s) was a cisco network flapping issue and has since been resolved by firewall updates to customers cisco firewall per cisco recommendations. Gehc firewall was also reconfigured. The image study should have been available through alternative systems.